Event description:
The recipient had no art response since surgery, however, in situ testing was reportedly within limits. During switch on, only minimal auditory response was observed and that was faded on usage. Re-insertion is considered.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Further art measurement showed no response likely related to the reported migration. However, the art measurement does not give an exact result for the auditory response. Re-insertion surgery is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had no art response since surgery, however, in situ testing was reportedly within limits. During switch on, only minimal auditory response was observed and that was faded on usage. Re-insertion is considered.